Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation. Therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established, as a sample has not been received. And the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a retinal detachment procedure when the console was put into fluid/air exchange (fax) mode and the unit continued to push fluid and not air; when tried to get the fluid out. The doctor switched to air; however, fluid did not stop flowing. The surgical tech tried manually on the machine to switch to air but still the fluid continued to flow. The entire pack was switched out and the cases were continued. There were no patient harm.